Event description:
A 25 week premature infant at day 35 of life had series of self extubations. Infant was unable to be successfully resuscitated. Do not have expiration date of tape. Assume it was not that old.